Event description:
The customer reported that when attempting to use the device on a patient who was in cardiac arrest, the device would not power on. The patient was found at 12:44 and CPR was started immediately. The patient's cardiac arrest was not witnessed so the downtime was unknown. Approximately six (6) minutes after the patient was found (12:50), the device was applied to the patient which is also when the reported power failure was observed. Four (4) minutes after the reported power failure occurred (12:54), the local (B)(6) emt crew arrived and took over CPR. When the (B)(6) emt crew arrived (unknown time), their AED was connected to the patient and no shock was advised. The als emt medic pronounced the patient deceased, on scene.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio did observe that the lid latch was partially broken and the power button rubber bumper was missing from the latch. With the lid latch broken and the missing rubber bumper, the device would not have the ability to power on. The device did not have any other indications of damage, externally or internally. It is unknown how the lid latch became broken. Physio-control performed a clinical review on the reported event and determined that it is unknown if the device use contributed to the outcome of the patient due to a lack of available patient ECG information during the event. The customer received a replacement device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio did observe that the lid latch was partially broken and the power button rubber bumper was missing from the latch. With the lid latch broken and the missing rubber bumper, the device would not have the ability to power on. The device did not have any other indications of damage, externally or internally. It is unknown how the lid latch became broken. Physio-control performed a clinical review on the reported event and determined that it is unknown if the device use contributed to the outcome of the patient due to a lack of available patient ECG information during the event. The customer received a replacement device. Physio-control evaluated the device and verified the reported failure. Physio did observe that the lid latch was partially broken and the power button rubber bumper was missing from the latch. With the lid latch broken and the missing rubber bumper, the device would not have the ability to power on. The device did not have any other indications of damage, externally or internally. It is unknown how the lid latch became broken. Physio-control performed a clinical review on the reported event and determined that it is unknown if the device use contributed to the outcome of the patient due to a lack of available patient ECG information during the event.